Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure the device was fired on the renal vein. The device cut but no staples deployed. When the device was removed from the patient the cartridge came out of the device. It is unknown if the device fell into the patient. It is unknown how the case was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Cartridge installation issues. The analysis showed that the atw35 device was received in good visual condition. The cartridge was received fully fired and with the cartridge lock out tab normal. After further evaluation it was noted that the pan was partially detached and had on the surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. A batch record review was performed and no anomalies were found during the manufacturing process.